Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on the pediatric foley with the urine meter. The nurse reported that they would need to replace the drainage tubing leaving the patient with an ¿open system. The nurse concerned was escalated to the infection prevention team, who then reached out to them. The ip reported that this has happened several times. Upon further assessment of the outlet obstruction where the bag was sealed to the spigot connection, it seemed that this might be happening post manufacturing possibly during sterilization. The back of the bag could be gently pulled away from the spigot opening allowing the urine to be drained, but this was not something covered in our directions for use or troubleshooting. According to some studies, ¿open systems¿ cause an increased incidence of bacteria in the urine. The practices described above created additional risk for the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on the pediatric foley with the urine meter. The nurse reported that they would need to replace the drainage tubing leaving the patient with an ¿open system. The nurse concerned was escalated to the infection prevention team, who then reached out to them. The ip reported that this has happened several times. Upon further assessment of the outlet obstruction where the bag was sealed to the spigot connection, it seemed that this might be happening post manufacturing possibly during sterilization. The back of the bag could be gently pulled away from the spigot opening allowing the urine to be drained, but this was not something covered in our directions for use or troubleshooting. According to some studies, ¿open systems¿ cause an increased incidence of bacteria in the urine. The practices described above created additional risk for the patient. Per follow up via email on 06mar2025, (B)(6) came to bedside and was able to peel the bag back allowing urine to drain. No, issue was resolved.